Event description:
The ventilator stopped working while on a patient. The source of the problem was a bad power supply. Further investigation revealed that since 01/2004, 10 power supply units (psu) have been replaced for a similar problem. This represents 21% of inventory. We have documented 2 types of failures. One occurs on the ac side. There is a component failure on the board; the ac power fails and the backup batteries do not engage. This results in a catastrophic failure. The other occurs on the dc side. The charging relay for the internal battery fails. When the device is taken off ac power (for transport), neither the internal nor external batteries engage.====================== health professional's impression======================poorly designed power supplies====================== manufacturer response for adult ventilator, evita xl======================in 2007, a psu was returned to the vendor for evaluation. The results of the investigation are unknown at this time.